Event description:
It was reported that during the procedure in the mildly tortuous and moderately calcified mid left anterior descending artery, the 2.5 x 15 mm xience v stent delivery system was advanced into the patient anatomy. The balloon was inflated to deploy the stent and the stent delivery system was then withdrawn. Upon withdrawal, it was noted that the stent remained on the delivery system balloon. A non-abbott stent was then used to complete the stenting procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty deploying the stent was unable to be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.